Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While tightening the pelvic array the screw mechanism on the array broke off during a tha case. There was a surgical delay of 5 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the pelvic array assy was damaged while tightening the pelvic array the screw mechanism. No device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Review of the device history records indicate that 30 devices were manufactured under lot no 19040714 and 29 accepted into final stock on (B)(6) 2015. A review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. A review of complaints in catsweb and trackwise related to p/n 112230, lot number 19040714 shows no additional complaints related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
While tightening the pelvic array the screw mechanism on the array broke off during a tha case. There was a surgical delay of 5 minutes.